Event description:
It was reported that condensation was noticed in the diss air filter of the compressor. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received photo, problem description and service report. Our fse (field service engineer) was on site to investigate the issue further. Initial inspection and testing of the compressor alone revealed that there was condensation in the diss air filter of the compressor, please see the attached photo. The diss air filter was replaced and afterwards, the compressor functioned properly and was cleared for clinical use. The root cause of the event was that the one way valve inside the air filter (water trap) was broken. The root cause of the broken one way valve has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).